Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309605. Batch#: 4102025. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: ¿ rubber stopper misaligned on 10 ml and 1ml syringes ( and missing increments.)

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation one sample and one photo were provided to our quality team for investigation. A visual inspection was performed, and no scale marking issue was observed. Furthermore, a device history record review was completed for provided lot number 4102025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.